Event description:
It was reported the customer had recurring no delivery alarms. Customer stated their reservoir was not empty. It was also found the customer had a bent cannula upon removal of their infusion set. The customer's blood glucose was 218 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.